Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of pain during threshold tests. There was also loss of capture (loc) and decreased impedance measurements. A perforation was suspected. The lead was repositioned and remains in service.